Manufacturer narrative:
Date of event was reported as follows: msk/bone scan with loss of stimulation (B)(6) 2017; stimulator not working/poor communication "a few months ago". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient¿s stimulator was not working and had not felt the stimulation for a while (a few months ago). The patient stated they had an msk and a bone density scan in (B)(6) 2017 and wondered if those procedures ¿messed with it¿ as they had aloss of stimulation at that time. The patient mentioned that they had the msk done instead of an MRI. It was noted that they tests/procedures were unrelated to the implanted device/therapy as they had arthritis ¿real bad¿ in their ankle (also unrelated to the implanted device /therapy). In addition, the patient encountered poor communication on the programmer unit. They used the antenna and when the programmer was placed directly over the ins and synchronized the issue was not resolved. The patient had not recently been implanted or had revision surgery. The patient was redirected to follow up with their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.